Event description:
A malfunction code malf 24 was reported with the customer's device. There was no adverse impact to the customer¿s blood glucose level. Technical support determined that the malfunction code was not resettable and decided to replace the pump. The customer was informed that they would receive a pump with updated software, and instructions were provided on how to store and return the current device using a pre-paid label. The customer acknowledged the need to connect their continuous glucose monitor to the replacement pump and was advised to configure the new pump with their settings. A replacement pump was dispatched to the customer, who opted not to require a delivery signature.